Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the enhanced half height cubie drawer 1 to 2 in main cabinet has had multiple cubie failures. The field service engineer (fse) inspected for foil fragments and debris and reseated row board and all drawer connections, with testing continuing to show normal results. As the unit was located in the emergency room and was the only available device, the fse replaced the pyxis module controller, drawer board, retractor band, battery, latch inseparables and enhanced full height cubie drawer 5 and 6 at the customer request. The fse also applied biometric identifier lumidign patch and latest firmware, confirmed that the drawer tested successfully in both diagnostics and the application, with all functions operating normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 had failed.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.